Event description:
The user facility reported via medwatch # mw5153422 that, "...I am writing to provide clarification of an incident that occurred on (B)(6) 2024, which involved a malfunction from a hand instrument that burned the surface of a patient's skin during a procedure..."

Manufacturer narrative:
The medwatch report did not provide an initial reporter contact, a user facility name, user facility contact name or address. Steris is unable to contact the user facility to obtain additional information regarding the reported event. The snowden pencer diamond-line dissector biopsy forcep is a hand-held manual surgical instrument designed to obtain soft-tissue biopsy specimens from an open surgical wound or from within/near a large natural orifice for histopathological examination; it is not intended for endoscopic or catheterized access. It is a metallic forceps-like instrument with a distal mechanism designed to bite/punch the biopsy sample and hold it for extraction when the handles are squeezed together. It is not designed for cutting bone (i.e., not a rongeur). This is a reusable device. Steris contacted karl-storz to inquire if they received additional information from the user facility regarding the reported event or medwatch report however, karl-storz has not responded. As steris is unable to obtain additional information from the user facility and the device subject of the reported event cannot be returned for evaluation, a root cause cannot be determined. A follow-up report will be submitted should additional information become available. No additional issues have been reported.